Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise and oversensing. Troubleshooting options were discussed. The plan is continue to be monitored. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise and oversensing. Troubleshooting options were discussed. The plan is continue to be monitored. Additional information received indicates that the patient with this s-ICD visited the emergency room due to inappropriate shock caused by oversensing. Upon review, it was noted that all vectors were found to be unusable, and the therapy was turned off. The entire system will be removed at the request of the patient. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.